Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock and pace impedances on the right ventricular (rv) channel. The cause of the increased measurements was unknown and the physician elected to revise the lead. The rv lead was surgically abandoned and replaced. This crt-d remains in service. No additional adverse patient effects were reported.